Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes after starting treatment with a polyflux 140h, an external dialysate leak was observed from the connection between header and the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A leakage test of the dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. The cause was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.